Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered painful intercourse, pelvic pain, recurrence of prolapse, incontinence, and frequency of urine. No further info has been provided.